Event description:
On 12apr2024, customer complaint was received on 809 readylance safety lancet-21g,3.0mm. Customer complained that some of the lancet needles do not fully retract and some had no needle.

Manufacturer narrative:
The customer did not provide the batch number. Retain sample of the similar batch number 230508r,230818r,230824r,231006r,231014r was be inspected, and no abnormalities were found DHR review confirmed records met release specs. Actual device not returned; failure unconfirmed.